Manufacturer narrative:
One device was received for evaluation. A 'latched closed' and a 'cassette not attached properly' alarm were revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported 'cassette n/a'. The device evaluation revealed that the device exhibited a 'high alarm displayed: cassette not attached properly' message. There was unknown patient involvement.